Event description:
A theatre nurse reported, during three procedures, the nurse had to flush the handpiece due to bubbles in the line. Priming had been successfully performed. The nurse also reported that towards the end of each procedure, the handpiece was aspirating into the irrigation line. There was no pt harm reported. Add'l info has been requested but has not been received.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).